Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, a crease fold, wear abrasion, and cloudy/voids in gel were observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported lymphadenopathy, lump/nodule (siliconoma), and infection.

Event description:
Patient reported "swelling and pain," "right implant is ruptured," "leaking into my lymphnodes," and "numbness and pain in my under arms;" MRI performed. This record represents the right side. Additionally reported were the events of ""a lesion on my sternum that has come back as silicone and inflammation." The device was explanted.

Manufacturer narrative:
Further investigation result(s): with the information collected during the investigation, there is enough evidence to support that device serial number (B)(4) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength result was acceptable. Environmental monitoring results was found to be acceptable they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of sep 2017 through aug 2019, was noted an outlier in november 2017. An additional analysis was performed to determine any pattern or relation between pr¿s involved. It was found one pattern, but it is not related to an infection issue. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. This is a known potential adverse event addressed in the product labeling."

Event description:
Patient reported "swelling and pain," "right implant is ruptured," "leaking into my lymphnodes," and "numbness and pain in my under arms;" MRI performed. This record represents the right side. Additionally reported were the events of ""a lesion on my sternum that has come back as silicone and inflammation." The device was explanted.